Event description:
It was reported that during an unknown procedure, the hermetic ring separated from the sheath and the sheath was broken when the surgeon opened the sterile package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn retractor sheath the analysis results found the device was received with a perpendicular tear from the upper retractor ring to the lower retractor ring. The initiation site was at the upper retractor ring. The retractor sheath was completely detached from the upper retractor ring. However, it could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported that a monitor fell and was damaged. No patient harm was reported.